Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pain at the battery site and was having difficulty charging the ipg. It was believed that the ipg was tilted and was sticking out but there was no actual break in the skin. The physician suspected that the patient was not compliant. The patient underwent an ipg revision. No device malfunction was suspected. The patient was reportedly doing well postoperatively.